Event description:
On (B)(6), 2010, received user facility report (B)(4). On (B)(6), 2010, received telephone call from (B)(6) at the hospital reporting that, during an endoscopic vessel harvesting procedure, the vasoview hemopro tissue welder would not stop heating. A replacement kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B)(4), 2010, for investigation. Visual inspection revealed that there were minimal signs of usage and no non-conformities on the tissue welder. Resistance measurements failed to meet specifications. The device did not pass the pre-cautery test; it did not deliver energy upon activation of the toggle switch. The failure mode "would not cauterize" was reproduced and the complaint is confirmed. A lot history review was performed, and there was no nonconformance which could have attributed to this failure mode. This issue has been thoroughly investigated in our CAPA process and is currently being monitored for long term effectiveness. Maquet has identified the most prevalent root cause of this intermittent connection to be a loose fit between the device and the extension cable. Maquet has taken steps in its manufacturing process to improve the fit between the connector ends thereby greatly reducing the likelihood of an intermittent connection. A supplemental report will be submitted if additional info is obtained. (B)(4).